Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauge needle was stuck. A 26 encore balloon catheter inflation device was selected for use. During preparation, it was noted that the pointer stayed at 24atm position permanently. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually inspected and there was contrast media or dried saline in the flexcil line. The gauge needle of the device was reading at 24atm. A functional test of the complaint device was carried out and the device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would increase to 26atm, but would return to 24atm not to 0atm. A gauge accuracy test was done and the gauge was indicating a pressure of 25atm however the result on the pressure indicator was 0atm. When the pressure was increased to 2600kpa on the gauge of the encore device, the pressure indicator read 186.9kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the gauge needle was stuck. A 26 encore balloon catheter inflation device was selected for use. During preparation, it was noted that the pointer stayed at 24atm position permanently. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.